Event description:
It was reported to philips that the device experienced an operational check failure after not recognizing the therapy cable during testing. There was no reported patient or user involvement and no adverse patient/user impact.